Manufacturer narrative:
Additional information: b5, b7, d10, e1, h6 and h11. B5: upon follow up, it was reported that the cause of the peritonitis was a breach in aseptic technique. The breach in aseptic technique was not further specified. The meropenem was given intraperitoneally twice a day and discontinued after fourteen (14) days. The vancomycin was given intraperitoneally and discontinued after fourteen (14) days. The amikacin was given intraperitoneally and discontinued after fourteen (14) days. Retraining for break in aseptic technique was done on an unknown date. Pd therapy was ongoing. No additional information is available. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and fever. The cause of peritonitis was not reported. It was reported that the patient was not hospitalized. The patient was treated with vancomycin (1gm "at the starting day, weekly 2 gm") and injection amikacin (100mg daily) and injection meriopenam (500mg "in a two bag daily") for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.